Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. The cause of bg was unknown; however, the customer reported that bg could be due to being physically active at work. The customer consumed carbohydrates to address the bg level.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. There were no irregular bolus requests. There were no erratic basal rate adjustments. Complaint could not be confirmed. User delivered a 9.24 unit bolus with bg value of 61 mg/dl, it is possible that caused a low bg value. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.